Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise. The noise led to oversensing that caused inappropriate mode switches. In addition, the ICD exhibited high shock impedances on the right ventricular (rv) lead. The ICD was explanted and returned for analysis. The source of the noise and out of range impedances was not confirmed. No additional adverse patient effects were reported.